Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult to remove from anatomy was unable to be determined. The reported difficult imaging was related to challenging patient anatomy. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy. The cause of the reported unchanged mr was unable to be determined. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty removing a clip and tissue injury. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, calcium on leaflets, prominently on the distal leaflet. Following the implant of a mitraclip, a mitraclip nt was inserted and advanced to the medial commissure, but the clip became caught in chordae and a chord tore. The nt clip was repositioned and placed medial to first clip. The mr remained at grade 4. There was no clinically significant delay in the procedure. No additional information was provided.